Manufacturer narrative:
Additional information was received that four of the patient¿s contacts on the implanted lead was showing overly high impedance. It was noted that it was not giving adequate stimulation. The patient underwent a revision procedure wherein ipg, lead and clik anchor were replaced.

Event description:
A report was received that the patient's ipg was not working and was not charging. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not working and was not charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the leads pulled down. No device malfunction suspected. The patient was doing well. Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm; model #: sc-4318, lot #: 18367054, description: clik x anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not working and was not charging. The patient will undergo a revision procedure.